Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a lead replacement (B)(6) 2022. She said, her lead had migrated and wasn't working. The lead was hyperstimulation her bladder. It was asked when the issue started and she said a couple months ago. No further patient complications are anticipated or expected as a result of this event. Information omitted pertained to related pe (B)(4) handset prevent hardware.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead unknown: other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.